Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: introducer product ID: non-medtronic product type: mapping catheter product ID: non-medtronic product type: ice catheter product ID: non-medtronic product type: ep catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation. The patient recovered from the effusion.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the patient experienced hypotension just before the procedure was completed, and a pericardial effusion was identified. Pericardiocentesis was performed and revealed venous blood, suggesting a high likelihood of involvement of the right atrium. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.